Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer displayed an overheating message. Analysis also indicated that the upper case and display frame had external corrosion, the left connector of the radio frequency transceiver (rft) was loose but functional, and the system fan was noisy. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the programmer displayed an overheating message. The programmer was returned to service. There was no patient involvement.